Event description:
It was reported that when the surgilave plus handpiece set was opened, one of the tips was broken. This was noticed upon receipt of the product, there was no patient involvement. There were no user injuries, and no adverse consequences.

Event description:
It was reported that when the surgilave plus handpiece set was opened, one of the tips was broken. This was noticed upon receipt of the product, there was no patient involvement. There were no user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The units were received in their original blisters, with labels. Only one (1) unit showed a partial open seal condition. The tyvek was completely removed from the blister and a uniform and continuous seal area was observed. The unit activated (turned on) at low and high speed when the trigger was squeezed. No visible or functional damages were observed over the unit components. The reported condition was confirmed upon visual inspection of the returned unit. The most probable root cause for the open seal (tyvek) condition is multi-factorial. In collaboration with the subject matter expert the following possible root causes were identified, but not limited to: blister / tyvek damage during the shipping / handling process. Product unintentionally dropped during handling process.